Event description:
See also manufacturer reports 2032545200807954, 2032545200807955, 2032545200807957, 2032545200808058. 2032545200807960, and 2032545200807962. It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. Seven capsules were attempted for this pt, this was the third. The procedure was not completed. The pt had scleroderma, which may have interfered with capsule attachment and per the hcp, possibly the technique used was not correct. After the pt attempts the physician was able to successfully attach a capsule to an inflated balloon. No injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.